Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. A pairing test was performed and it failed. A functional test was performed and it failed. The reported event of transmitter failed error was undetermined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/21/2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. No data or product was provided for evaluation. The reported failed transmitter error could not be confirmed. A root cause could not be determined.